Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the flow module was not working. No flow was displayed and the module had an intermittent red light emitting diode (led). He replaced the flow module. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the flow meter to function as intended. Per data log analysis, the complaint indicates the issue occurred on 20-mar-2019. The log was exported on 21-jun-2019. Log entries only go back to 19-jun-2019. There were multiple reboots and power cycles on that date but no other indications of a problem. It is likely that the reboots were from laboratory evaluation. The log does not cover the issue date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the flow module was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.